Event description:
It was reported that the battery did not provide power. It was also reported that when the battery was hooked to the controller, it gave a red triangle alarm, beeped once and then gave a display on the controller screen that said "..hvad then a bunch of random numbers." It was also reported that one controller exhibited unexpected losses of power and had bent pins and a second controller also had bent pins. After routine log file review, it was indicated that the batteries exhibited communication errors. The controllers and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2019, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluation anticipated, but not yet begun, mfg date: 15-jan-2022, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jan-2023, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluation anticipated, but not yet begun, mfg date: 31-jan-2022, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the two controllers ((B)(6), (B)(6)) and four batteries ((B)(6), (B)(6), (B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual inspection and functional testing; the batteries were able to adequately charge on a test battery charger and provide power to a test controller. Failure analysis of (B)(6) revealed that the device passed functional testing. No bent pins were observed in the connectors of (B)(6). Visual inspection of (B)(6) revealed contamination within both power ports. Additionally, an internal inspection of (B)(6) revealed a crack on a standoff post the controller housing. These are additional findings not related to the reported event. Failure analysis of (B)(6) revealed bent pins within both power ports. The bent pins within power port one did not allow a battery to connect to the controller. A power source was still able to connect to power port two; however, the connection was more difficult to make. Additionally, an internal inspection of (B)(6) revealed a crack on a standoff post the controller housing. The observed standoff post crack is an additional finding not related to the reported event. The most likely root cause of the observed contamination event involving (B)(6) can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post cracks on both controllers was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Review of the controller log files associated with (B)(6) revealed that the controller was not in use during the reported event and was likely the patient's back up controller. Log file analysis revealed that (B)(6) was the primary controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis associated with (B)(6) revealed eight controller power up events with associated pump start events recorded on between 08-jan-2023 and 25-jan-2023, indicating losses of power to the controller. No anomalies were observed leading up to the loss of power. The controller was without power for an average of eleven seconds per loss of power. During a loss of power event, the controller screen will be blank, and upon controller start up, the alarm indicator on the controller's front panel will flash red for a brief moment. During the start-up process, the controller will sound an audible tone. When the controller regains power, the controller will briefly display controller software information during the start-up process. It is likely the loss of power event and subsequent start up sequence was perceived as the reported "sound and random numbers" event. Log file analysis associated with (B)(6) did not reveal any communication errors within the analyzed period. As a result, the reported loss of power event involving (B)(6) and bent pins event involving (B)(6) were confirmed. The reported bent pin event involving (B)(6), communication errors, and batteries no power events could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connec tion attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 21-feb-2023 dev rtn to MFR? Yes h6: img code(s): g0403401, g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6) d9: yes, return date: 21-feb-2023 dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6) d9: yes, return date: 21-feb-2023 dev rtn to MFR? Yes h6: img code(s): h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6) d9: yes, return date: 21-feb-2023 dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: controller d4: (B)(6) d9: yes, return date: 21-feb-2023 dev rtn to MFR? Yes h6: img code(s): g04070 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c0706 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.